Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having low blood glucose of 50 mg/dl, which was treated with soda and candy. During troubleshooting, customer reported that drive support cap was normal. Setting showed that date was correct, but time was two minutes behind. It was found that customer was stressed and taking steroids. Customer was advised to monitor insulin pump and to verify settings with healthcare professional.